Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5 describe event or problem - additional information. E1 initial reporter first name - additional information. H2 type of follow up - additional information. H6: event problem and evaluation codes ¿ additional information.

Event description:
Subsequent to the initial MDR, additional information is available.